Event description:
During a laparoscopic tubal sterilization procedure, the physician slightly tore the tissue of a fallopian tube where the bipolar electro-surgical forceps grasped and stuck to the tube. The pt reportedly did not require any remedial treatment. User facility and MFR personnel checked the electro-surgical generator and bipolar accessories for function. No operational problems were found. The likely cause of the problem was a power setting that was too high.